Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath tab broke. The physician used a kelly to cut the remaining sheath apart and was able to finish placement.